Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reports having trouble getting ins to charge the last couple months, pt states been 2 months since last charged and in which she used the ins. Pt states when she tries to charge it will not even show normal charging screen and will see arrows. Pt states reason why she was not using ins was because she couldn't get to work and pt mentioned she thinks the ins has flipped because of her weight loss in the past 2 months. Pt states the device is painful and last time stim was on it shocked pt where ins was and feels like it was flipped and now sits on hip and cannot have pressure on the ins. Pt states she is currently not getting stimulation. Pss advised to try and use both controller and the recharger. Pt seeing poor connection on her controller. Pss walked pt through al feature on the recharger and was getting 78 as the highest number and eventually por. Pss walked pt through bypassing this screen. Pt was able to use the recharger once por was bypassed on recharger and was seeing all but two boxes shaded and currently charging. Pss reviewed por message and that the code will have to be cleared on the controller once finished charging. Pss reviewed instructions and reviewed possible overdischarge the troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.